Event description:
It was reported "detected error 321 sensor deviation. Potential risk of sensor damage." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Additional information was received on october 29, 2025. It was confirmed that there was no patient incident for this case, as the product was used in cadaver training workshop. The event is filed under internal karl storz complaint ID: (B)(4).